Event description:
The customer reported that the sys failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions pcv and mainframe battery packs were evaluated and identified as requiring replacement. No service has been provided at this time. No conclusion can be drawn as further system analysis or repair info is unavailable and no add'l svc info was provided.